Manufacturer narrative:
Philips service reloaded the software and tested the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the unit intermittently reboots during cases on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.